Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, while the physician was inserting the superior vena cava (svc) lead into the device, their hand slipped and bent the setscrew. The implantable cardioverter defibrillator (ICD)  was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.